Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with air bubbles and high blood glucose levels. The customer's blood glucose level at the time of incident was 303mg/dl. The customer states there are large air bubbles located in the reservoir. Troubleshoot was conducted. The customer was walked through pushing the air bubbles out of the reservoir.